Event description:
It was reported that the patient had been taking digoxin for nine days and during that time experienced what was called "stingers;" it felt like the patient touched a spark plug." It was also reported that the patient has not followed up with physician regarding the symptoms experienced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.